Event description:
The following info was reported to kci by the nurse: the nurse alleged experiencing difficulty removing a foreign material alleged to be v.a.c. Granufoam dressing from the patient's wound despite soaking it in salin for more than an hour. On (B)(6) 2015, the following info was reported to kci by the physician's nurse: on (B)(6) 2015, the foreign material alleged to be v.a.c. Grauform dressing required sharp debridement and due to subsequent bleeding, the patient required cauterization. On (B)(6) 2015, v.a.c. Therapy was re-applied. V.a.c. Granufoam dressing was not available. The v.a.c. Granufoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Per the patient's medical record, on (B)(6) 2015, the patient underwent an incision and drainage with v.a.c. Placement for an elbow wound dehiscence with 50 ml of estimated blood loss. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient recently underwent a surgical procedure, and was thus more likely to experience bleeding. The cauterization was a result of the sharp debridement. This report is being filed due to a possible user error. Dressing changes: wound being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.